Manufacturer narrative:
No sample is available for the MFR to evaluate. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: complaint alleges: "it was reported that the suture bullet tip sheared/broke off in the pt. It was alleged by the facility that the suturing device did not fire the suture properly into the pt's ligament resulting in the suture bullet breaking off in the pt. The bullet tip was left in the pt with no intervention taken for removal. Procedure being performed was an anterior repair. No pt injury reported.